Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the hinges were worn, the fan was noisy, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, the paper tray was damaged, there was an error code during start up and the pcmcia slots were damaged. (B)(4).

Event description:
It was reported that the programmer failed to properly update software. The programmer will be returned for repair. It was analyzed and tested out of specification. There was no patient involvement.